Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the obturator operated as intended. The safety shield retained all functionality. The shield easily slid back when the release button on the obturator handle was depressed, and extended when pressure was eased up on it. When viewed under magnification, the blade appeared sharp and free of nicks and defects. The device was pressure tested and showed signs of minor leaking when the obturator was inserted into the device. The device history record was reviewed, and no discrepancies were noted. As the blade and safety shield performed as intended upon device evaluation, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic tubal ligation the device would not release to remove and had to be manually removed, which caused more than normal bleeding at the port site. The device would not cut through skin. The safety shield would not retract. It was later reported that when the device was being pushed through the skin, the blade would not retract and would cut the pt. Another device was used to complete the procedure. No other injury or intervention was reported, and there was no alteration in the procedure.